Manufacturer narrative:
Ortho care tss confirmed with the customer that all red cells and gel cards have all been confirmed to have normal appearance and have been stored according to their package insert indications. No discrepancies with the daily qc reported by the customer.

Event description:
The customer contacted ortho care to report 2 separate events of false negative results for two ab positive patients in the forward portion of the mts abd/rev gel card. No incorrect results were reported. Incident 2 of 2. (B)(4).